Event description:
Caller reported a cartridge alarm occurring during the load process, causing the blood glucose level to display as "high" but with a specific value unknown. Caller attempted a correction bolus via the pump; however, when the cartridge alarm recurred and the issue persisted, the customer was educated on proper loading techniques by technical support. Despite this assistance, the customer eventually needed a replacement pump, which was provided by technical support. The customer opted for multiple daily injections (mdi) as a backup therapy until the replacement, equipped with updated software, was received. Caller understood all instructions and procedures for returning the faulty pump to tandem.